Event description:
During surgical procedure, the tip of the harmonic scalpel hand piece became misshaped and was no longer usable. It was removed from the sterile field. A new hand piece was opened. There was no harm to the patient.